Event description:
It was reported by the aci clinical specialist that a (B)(6) female patient underwent an interventional peripheral catheterization procedure on (B)(6) 2013. Access was obtained at the common femoral artery via a 6f sheath (model unknown). Peri-procedure, the patient was anti-coagulated with 3,000 units of heparin. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size to be 6mm. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that when the physician withdrew the sheath, the sealant and advancer tube remained inside the shuttle tube. The device was removed. The patient was converted to 15 minutes of manual compression followed with placement of a v-pad and clamp at the access site. Hemostasis was achieved. The patient was hospitalized for reasons unrelated to the mynx device/mynx procedure and the discharge date is unknown.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The procedural sheath was pulled back against the proximal end of the shuttle. Sealant was protruding from the distal end of the shuttle cartridge. Blood was observed on the outside of the sealant. The advancer tube was found inside the shuttle cartridge. This received condition indicates an incomplete engagement of the advancer tube. The shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp locks. The catheter, shuttle cartridge and introducer sheath were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. Based on the provided information and the investigation performed, the probable cause for the reported failure to deploy could not be conclusively determined. The review of the lhr (lot f1303705) indicated that the device lot met all established performance criteria prior to shipment.